Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 500 mg/dl. Customer¿s current blood glucose value was 396 mg/dl. The customer states she gave a bolus and her blood glucose dropped to around 300 mg/dl. Customer also states she has given manual injections and then her blood glucose comes right down. Troubleshooting was done for high blood glucose and under delivery. He customer experienced symptoms such as thirsty. The customer is able to perform high pressure test. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was over delivering. Advised customer to monitor the issue. The insulin pump will not be returned for analysis.